Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to "report error." No other data has yet been provided. There was no patient involvement.